Event description:
It was reported that 470 days following a coronary artery drug eluting stenting treatment procedure ,the pt experienced a tvr (target vessel reintervention). The pt was admitted for the index procedure with chest tightness and shortness of breath with heavy exertion. Target lesion 1 (18.1 mm long) was identified in the proximal and mid cx (circumflex) with 80% stenosis and a reference vessel diameter of 2.31 mm. Target lesion 1 was pre-dilated with a 2.5 x 12 mm balloon and treated with a 2.5 x 20 mm taxus liberte drug eluting stent with 0% residual stenosis. The pt was discharged 2 days later on asa and plavix. The pt underwent a tvr to cx and lad (left anterior descending) in 2005. Six days prior to the tvr, the pt presented with a 1 mo history of occasional chest discomfort with exertion, unremarkable clinical examination and ECG without changes. Two weeks prior to the tvr, the pt underwent a myocardium perfusion nuclear study revealing mild distal inferior stress induced ischemia with mid and basal inferior hypokinesis. During the tvr, the ostial cx was dilated with a 2.5 x 12 mm balloon with 20% residual stenosis. The lad was protected during these inflations with another 2.5 x 12 mm balloon. The pt was discharged the following day. It was reported that the relationship of the device to this event was "unrelated". This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.